Event description:
Reporter initially noted surgeon had noticed fibers during a case; no pt impact. Additional information received confirmed doctor did see lint post-op.

Manufacturer narrative:
H-10: product was not available for evaluation. A-3 gender: ni. F10 codes: 2276 - not labeled. 1451 - not labeled. Codes provided by manufacturer. This report mailed in to FDA on: 06/02/2006. The manufacturer internal reference number is: cc060869.